Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd venflon¿ pro safety shielded IV catheter there was an issue with foreign matter. It was stated ¿on the tip of the catheter was a little plastic piece.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6229455. Investigation conclusion: the non-conformance of this complaint could not be determined as there was no sample and no photo returned.